Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned as a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B) (4). (B) (4).information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
(B) (6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the tissue after firing. The case had to be converted to an open procedure to remove the device. No additional information was provided.additional information has been requested from the facility.(B) (4).